Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that no drops of insulin were seen at the end of the tubing during fill tubing. During troubleshooting with tandem's technical support, it was confirmed that he luer lock connection was not connected properly. The customer reconnected the luer lock connection successfully, saw insulin drops at the end of the tubing, and resumed insulin delivery. The customer's blood glucose level was 82 mg/dl.